Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were unable to be confirmed however the polymer was noted to be torn, which is likely the damage perceived by the account. The difficult to position and remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was treating a coronary artery. During use, the hi-torque pilot 50 guide wire became stuck within the guiding catheter side holes. The device was able to be removed and the tip seemed to be damaged. Another pilot guide wire was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.